Event description:
Patient presented for generator replacement. Low impedance was seen in the operating room with the old and newly implanted generator. Patient had full replacement (generator and lead explant) and the low impedance resolved. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.